Event description:
A caller reported a malfunction on a pump, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the caller with resetting the pump.